Manufacturer narrative:
The customer reported an extravasation occurred during an injection. The customer stated the pt had a weak venous structure, and there were no issues after placing a new needle. The customer did not request service and said the injector is well maintained.

Event description:
Customer reports during an computerized tomography procedure a female pt experienced an extravasation of optiray 350 thru an IV in the dorsum of the hand. Customer reports injection site extravasation, injection site blistering. No other information has been provided. A 11/22: emea ra/qa reports; the only information customer provides, that a abdomen typical protocol was used with a reduced flow rate of 2.5ml/s due to the bad venous status of the pt.